Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03669 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, after powering on the unit, a console error (e02) occurred. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).